Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had been having problems with the infusion set; the cannula keeps bending. The customer stated that this has been causing high blood of over 500 mg/dl, which was treated with a bolus. The customer stated that they usually insert on the lower abdomen area and move higher. The customer stated that they have issues with scarred, hardened tissue and stretch marks. Troubleshooting was not performed at the reported event was a past event.